Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient had their scs system explanted to address the issue.

Manufacturer narrative:
Correction: section h6 - additional information found the method code should have been 4114 rather than 4117.

Manufacturer narrative:
Date of the event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00863. It was reported the patient experienced ineffective stimulation. Surgical intervention may take place at a later date to resolve the issue.